Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the malfunction alarm was cleared, successfully charged the pump using an alternate wall adapter and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 253-258 mg/dl.